Manufacturer narrative:
(B)(4). Vyaire field service representative evaluated the device, turbine failure the led on turbine motor board is not lit either green or red. Turbine motor board was replaced but the issue was not resolve. The power supply board was replaced, the led on the turbine motor board lit and the unit was operational. Vyaire performed ovp, leak test passed however vte was out of specifications. The flow sensor but connector o-rings issue remained. Field service rep. Noticed that when physical pressure is applied directly onto thee turbine differential transducer vte increase and conversely decreases when pressure is removed. The turbine was replaced but issue still remains. The main board was replaced with 3.02.01 software, measured vte but the monitored vte is out of specs. Replaced the flow sensor, diaphragm, diaphragm housing, exhalation flow sensor connector and all tubing but still the monitored vte is out of specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator is alarming motor fault and claims that the ventilator is not delivering any flow. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: a vyaire field service representative (fsr) went onsite replaced power supply board . The volume is out of specification. The power assembly was replaced and calibrated transducers. Technician performed operational verification procedure and the unit meets factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.